Event description:
It was reported that the patient was experiencing pain between the shoulder blades like being poked. It was noted that the spinal cord stimulation (scs) paddle lead has frayed or broken as confirmed with imaging.